Event description:
A patient was revised to address a migrated everest set screw approximately one week after implantation. The patient was being transferred from their bed to a chair when an audible popping noise was heard.

Manufacturer narrative:
Additional information: d4, d9.

Event description:
A patient was revised to address a migrated everest set screw approximately one week after implantation. The patient was being transferred from their bed to a chair when an audible popping noise was heard.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient was revised to address a migrated everest set screw approximately one week after implantation. The patient was being transferred from their bed to a chair when an audible popping noise was heard.